Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the device performed as intended. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The device meets the release criteria for distribution.

Event description:
.

Event description:
It was reported that during a pneumonectomy procedure, the surgeon found that part of the tissue was not closed after firing. Some staples fell off into the patient's body. The surgeon used hand sewing to pin up the tissue. The patient is fine now. No patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: "it was reported that part of the tissue was not closed after firing. Some staples fell off into the patient's body." Were the staples malformed? Were the staples that fell into the patient's body retrieved? The surgeon didn't know if the staples malformed and the staples still stay in the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.